Event description:
Additional information indicated that surgical intervention was undertaken wherein the entire drg system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient¿s lead is fractured and has high impedances on all contacts. Patient denies any injury or trauma. Surgical intervention may be undertaken to address this issue.